Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor belt connector) was confirmed. As received, the belt receptacle was pulled from the monitor case. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor case was damaged at the belt receptacle.